Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci si surgical procedure the prograsp forceps instrument was noted to have wires sticking out of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was loose at the wrist. The clevis did not exhibit any damage or wear marks. The cable crimp remained in the clevis. The housing was removed and the pitch cable was found loose at the clamping pulley, but no loose clamping pulley screw was found. Failure analysis also observed a derailed grip cable. The grips did not fully open and close. The movement and functionality was limited. Additional information: the customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.